Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for system components separate during use was confirmed per evaluation of the provided imagery. However, without the returned device, any factors related to manufacturing of the device were unable to be confirmed. Although review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event, a potential manufacturing nonconformance was identified based on prior escalations (pra/CAPA). A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The event description additionally states, ''during the pushing process [while inserting the delivery system through the sheath], the hub detached from the esheath+ shaft whilst trying to advance to the expandable portion.'' Per evaluation of the provided imagery, the proximal flared end of the esheath+ shaft is separated from the sheath housing. The observed failure mode is similar to the previously identified failure in a previous pra, in which there was a failure of the compression fit between the sheath shaft and sheath housing. As identified in the previous pra, potential manufacturing issues may have contributed to the complaint event. During manufacturing of the sheath, if 1) the trim length of the sheath shaft proximal flare is excessive and 2) the interface between the proximal flare and the housing are inadequate, it could yield relatively lower tensile forces, making the shaft and housing susceptible toward separation. This would in turn lead to the inability to further advance the delivery system through the sheath. These factors were unable to be confirmed as contributing this complaint event as the device was unable to be returned. A CAPA was previously initiated to update manufacturing procedures relating to the trimming of the shaft and assembly of the shaft/housing components. In addition, resistance during delivery system advancement was noted and excessive device manipulation may have been applied, leading to the shaft to separate from the housing. As such, available information suggests that procedural factors (excessive manipulation) in addition to the unconfirmed manufacturing factors may have contributed to the event. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a new product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach in a patient with moderate tortuous and very calcified access, during the procedure, there were difficulties inserting the commander delivery system with crimped valve through the esheath+ and during the pushing process, the hub detached from the esheath+ shaft while trying to advance to the expandable portion. The whole system was recovered as one. It was believed that the issue occurred due to patient anatomy but not to the kit. No patient complications occurred and the procedure was successfully completed. The patient recovered well and was already discharged.

Manufacturer narrative:
The investigation is ongoing.